Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to advance, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, with 2 prostyle devices, cuff misses [suture retrieval issues] occurred. A third prostyle was attempted, however, during suture management, the knot would not advance. Use of the prostyle was abandoned and the tavr procedure was completed. Post-procedure, a surgical cutdown was performed and hemostasis was achieved with manual suturing during the surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided..